Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, concentric, 90% stenosed, de novo, mid left anterior descending (lad) artery, the 2.25 x 15 mm nc traveler balloon dilatation catheter (bdc) met anatomical resistance during advancing and was used for pre-dilatation once at 6 atmospheres, but ruptured. The device was removed and a non-abbott bdc was used for pre-dilatation without reported issue. A 2.25 x 28 mm xience alpine was implanted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.